Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned and the reported balloon material rupture was confirmed. The reported physical resistance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the visual and functional analysis of the device, there is no indication of a product quality issue with respect to design, manufacturing, or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents for the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 75% stenosed, moderately calcified lesion in the mildly tortuous distal circumflex (cx) artery. A non-abbott guiding catheter and a non-abbott guide wire were placed. The 2.0x15mm trek balloon dilatation catheter (bdc) was unpackaged without issue and prepped before use with no leak noted during preparation. The bdc met resistance with the patient's anatomy during advancement; however, the bdc was able to cross the lesion. During inflation of the bdc to pre-dilatate the lesion, the balloon ruptured at 8 atmospheres (atm) and the bdc was removed without resistance. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new trek bdc was used to pre-dilate the lesion, followed by deployment of a xience alpine stent implant to successfully complete the procedure. There was no additional information provided.